Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: while retrieving the wire after the embolization of a carotid the doctor noticed that the wire had lost some of it's hydrophyllic coating. No injury was reported to have occurred as a result of this event.

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint. Examination of the returned guide wire revealed that the teflon coating had been scraped off in an area approx 62 centimeters from the distal tip. The exact cause of the coating damage could not be determined.